Event description:
It was reported that the lead insulation was damaged and oversensing occurred. The lead was explanted after approx. 54 months of implantation period.

Manufacturer narrative:
The ICD and the lead were returned and thoroughly analyzed. The returned ICD first underwent a status interrogation. The device status was mos1, and 59 charge processes had been registered. The memory content of the ICD was checked. The check of the available iegms showed interference signals in the ventricular channel, which led to several shock deliveries. The signal sensing of the device was then tested, which proved to be free of noise. The ICD sensed supplied signals free of interference. In addition, the icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached, and the charge time turned out to be inconspicuous. The ICD proved to be fully functional during the analysis. The lead showed multiple signs of abrasion along the lead body during the visual inspection. Especially in the distal area of the lead, the insulation was damaged due to fraying. This insulation damage is with high probability the cause of the oversensing complained about. The position and characteristics of the fraying lead to the assumption of severe mechanical stress of the lead in the area of the tricuspid valve. Significant lead movement should be considered as the cause. Reasons for an increased stress level of the lead in the implanted state are difficult to determine without x-ray images, diagnostic images of any other kind, and more information about the patient. Possible influence factors to be considered are the ingrowth behavior of the lead in the distal area, the individual anatomy, as well as increased physical activity of the patient, especially affecting the upper body. In addition, the lead showed explantation damage, such as cuts in the insulation and an over-rotated inner conductor helix. The production documents of the ICD and the lead were reviewed. All manufacturing steps had been carried out properly. There was no indication of a material defect or manufacturing error. In summary, there were no indications of a material defect or manufacturing error.